Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a replacement procedure it was not possible to insert the lead into the connector block of the new implant. The physician tried several times and it was possible to insert the lead into the old implant. The replacement was completed using another new implant. There were no issues for the patient. The impedances were okay and the patient was receiving therapy.

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy237323h) showed ins functionally okay; insignificant anomalies. No significant anomaly. The ins is functionally okay. The insertion and withdrawal force of a lead in the connector port was within specification. The lead being used in the field while having difficulty inserting into this ins was not returned.